Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of bent cannula from the infusion set. The customer's blood glucose reading was unknown. The customer received a no delivery alarm and found a bent cannula. The site location is on the right of the abdomen. The customer mentioned that he sometimes sits while inserting. The customer was unable to troubleshoot because the call was disconnected. The customer was advised to monitor and call back if issues persist.